Event description:
Manufacturer's rep received a report that a kinair bed emitted a large amount of an acid smelling smoke. The investigation determined that the smoke was steam, not smoke from a fire, that was emitted from a back-up battery due to be replaced in 2005.